Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing unknown planned / non-emergency treatment. The procedure was completed by using another footswitch to exposure. The philips field service engineer (fse) checked the system onsite and confirmed that the system's footswitch was unable to trigger exposure, which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked with the customer and found that the exposure button did not respond when pressed and confirmed that the footswitch was defective. To resolve the issue fse replaced the wireless footswitch. The defective part was sent for analysis, for wireless footswitch no failure was observed. The defective part was sent for analysis, for wireless footswitch malfunction was observed and the failure was found to be loose bracket by a visual test. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.